Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid right coronary artery with heavy calcification. Pre-dilatation was performed and the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced; however, the proximal shaft separated outside the anatomy before the sds could cross to the lesion. The device was removed without issue and a new xience sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified and totally occluded, which likely contributed to the reported difficulty crossing. It is likely that the shaft kinked during the attempt to cross the lesion as resistance was encountered and further manipulation of the stent delivery system (sds) would then contribute to the shaft separating. Since there was no damage noted to the sds during inspection prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. Return of the sds may have further assisted the evaluation. To ensure this type of damage is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for kinks and damage during the manufacturing process. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency.